Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2008 for the treatment of stress urinary incontinence. Following the procedure, the mesh eroded at the anterior vaginal wall, mid-line below the urethra. On (B)(6) 2012, the patient underwent a partial mesh excision to remove the eroded, exposed portion of the mesh. During this procedure, another obturator sling was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.